Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving sensor scan results of 80-98 mg/dl that were lower than he felt, and experiencing a loss of consciousness. Customer was seen at a hospital where a reading of 1400 mg/dl was obtained on an unspecified device and customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion (dose/type unknown). There was no report of death or permanent injury associated with this event.